Manufacturer narrative:
The device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that as a result of microbiological testing by the user facility, the subject device repeatedly tested positive for the following bacteria. On (B)(6) 2018: total: sphingomonas paucimobilis(>150cfu/170ml) and pseudomonas aeruginosa(>150cfu/170ml). On (B)(6) 2018: total: pseudomonas aeruginosa(7cfu/200ml). The position of the subject device, where the microbes were detected, was not reported. The facility had manually processed the subject device with anioxyde 1000(peracetic acid). There was no report of patient infection associated with this report.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. The subject device has not been returned to omsc but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for microbiological testing. As a result of the testing, the sample collected from all channels of the subject device tested positive for coagulase-negative staphylococci (1cfu/100ml). The testing result cleared the (B)(4) guideline. Omsc reviewed the manufacture history of the device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.